Event description:
Rn found wet area under clave of infants PICC [peripherally inserted central catheter] line at ~0645, flushed line, noted leaking. Clave and trifuse change due to leaking of clave completed. Manufacturer response for set, administration, intravascular, maxzero (per site reporter) product is distributed to us by medline; product is manufactured by bd medical. Medline was notified and they stated bd medical was notified. Awaiting further correspondence.